Event description:
'Ation' of the implant was verified. Patient presented with fair oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain, mobility, bleeding, increased sensitivity, hypersensitivity, abscess, fistula and inflammation. No further patient complications were reported.